Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead threshold increased and was high. During the replacement procedure the atrial lead was noted to be dislodged and was repositioned and remains in use. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.